Event description:
Allergan received a report that a male patient was treated on (B)(6) 2021 with coolsculpting to the bilateral abdomen area using a cooladvantage applicator. Immediately following treatment, the patient developed redness in the lower right-side treated area associated with blisters formation was reported (from 1 cm to 15 cm of circumference), very painful, associated with edema. During the night, due to aggravation in patient¿s status, paramedics were called for first aid treatment. On (B)(6) 2021 the patient presented himself into emergency room and the medical diagnosis of second-degree burn was established, specific burn treatment was provided. A new consultation to a specialized plastic surgeon was made on (B)(6) 2021, re-confirming the diagnosis and intensifying the treatment. Repeated treatments were provided daily, for the next day and the patient reported subsequently experiencing anxiety and sleep issues. No issue reported on the left side.

Manufacturer narrative:
The reported event is in the product labeling. The system logs have been analyzed. There were no unusual events in the logs. The treatments look typical. Based on system logs analysis, the first treatment ended early due to a pop off and the treatment was restarted 2 minutes later. After multiple attempts, no information regarding re-preparation of the treatment area by the hcp between the first and second treatment and no final conclusion of investigation regarding the cause of burn received. The applicators and the control unit were returned for physical inspection and functional testing. No device malfunction was identified and passed testing. The coolsculpting system user manual indicates, the system operates at temperatures below 0°c, which can freeze tissue. Therefore, the system monitors tissue during cooling and employs multiple safety features including the freeze detect® system, to minimize the risk of damage to tissue. In spite of these measures, on rare occasions, the freeze detect system can detect a possible freeze condition. The freeze detect system is comprised of several features, including thermal sensors and proprietary algorithmic software. Freeze detect is an integral part of the coolsculpting system and is automatically employed when a treatment is initiated. When the freeze detect system detects a possible freeze condition, it stops the treatment and displays a z409 message. If you receive this message, remove the applicator and gelpad or gel, and assess the tissue before taking further action and do not retreat for at least 24 hours, for cooladvantage and coolmini applicators. For all other applicators, if you receive a second z409 message for one treatment site, discontinue the treatment for the site, and do not retreat for at least 24 hours. Failure to follow instructions could result in injury to the patient, including first- or second-degree burns. Second-degree burns or complications of second-degree burns may result in hypopigmentation.

Manufacturer narrative:
As part of the device investigation, the logs were reviewed and there were no unusual events in the logs. The treatments look typical. It appears the first treatment ended early due to a pop-off and the treatment provider restarted approximately 2 minutes later. It is unknown if the provider completely re-prepared the treatment area between the first and second treatment. The system operates at temperatures below 0¿c, which can freeze tissue. Therefore, the system monitors tissue during cooling and employs multiple safety features including the freeze detect¿ system, to minimize the risk of damage to tissue. In spite of these measures, on rare occasions, the freeze detect system can detect a possible freeze condition. The freeze detect system is comprised of several features, including thermal sensors and proprietary algorithmic software. Freeze detect is an integral part of the coolsculpting system and is automatically employed when a treatment is initiated. When the freeze detect system detects a possible freeze condition, it stops the treatment and displays a z409 message. If you receive this message, remove the applicator and gel pad or gel, and assess the tissue before taking further action. If you receive a second z409 message for one treatment site, discontinue the treatment. Failure to follow instructions could result in injury to the patient, including first- or second-degree burns. The investigation is pending the devices being returned.

Event description:
A treatment provider reported a patient who was treated on (B)(6) 2021 to the bilateral abdomen area. The patient presented with redness, pain, edema and blisters. On (B)(6) 2021, the patient went to the hospital and was diagnosed with 2nd degree burns (30 cm of circumference) on the abdomen with specific care to the blisters. Since this, the patient has gone to the hospital daily to be treated for the burns and is experiencing bad sleep, anxiety and is unable to work.